Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager (cm) reported a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler after completion of their pd treatment. A new cycler was issued to the patient. Upon follow up, the patient contact stated after the patient¿s treatment was completed, moisture was discovered on the back side of the cassette, and fluid particles were present throughout the cassette compartment. The patient contact stated it was unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) as necessary. The patient¿s pd registered nurse (pdrn) was notified of the event and the patient was put on prophylactic antibiotics (vancomycin) as a precaution (unknown dose, route, and duration). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was advised that the patient discontinue use of the cycler and a replacement cycler was issued to the patient. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The lot number was unavailable. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A clinic manager (cm) reported a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler after completion of their pd treatment. A new cycler was issued to the patient. Upon follow up, the patient contact stated after the patient¿s treatment was completed, moisture was discovered on the back side of the cassette, and fluid particles were present throughout the cassette compartment. The patient contact stated it was unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) as necessary. The patient¿s pd registered nurse (pdrn) was notified of the event and the patient was put on prophylactic antibiotics (vancomycin) as a precaution (unknown dose, route, and duration). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was advised that the patient discontinue use of the cycler and a replacement cycler was issued to the patient. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The lot number was unavailable. The cycler is scheduled to be returned to the manufacturer for physical evaluation.